Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported that the traction system of the catheter did not allow the deflection and thus the catheter did not deflect. The catheter was replaced and the issue resolved. There was no patient consequence. The procedure was completed successfully. Upon receipt, the catheter was visually inspected and electrode ring 1 was sharp on the proximal side. In addition, electrode ring 20 was sharp on the distal side with white material underneath it. These conditions were not originally reported on the complaint. Due to the quantity/mass size of the white foreign material specifically observed on this lasso catheter, the identification of the type of material was not possible. It is unknown how the rings were damaged and the origin of the foreign material. An internal corrective action has been opened to investigate this condition. The catheter ods were measured and the catheter was within specifications. Then per the reported event, the catheter was tested for deflection and contraction and the catheter failed deflection. Afterwards, the catheter was dissected and it was noticed that the t bar was folded. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent damaged rings from leaving the facility. The reported customer complaint has been verified. For the damaged ring/foreign particles, as previously stated, an internal corrective action has been opened to investigate this condition. For the t bar issue, an internal corrective action has also been opened to investigate this condition.

Event description:
It was reported that a patient, underwent a procedure with a lasso navigational variable eco catheter. A damaged electrode ring malfunction occurred. It was reported that the traction system of the catheter did not allow the deflection and thus the catheter did not deflect. The catheter was replaced and the issue resolved. There was no patient consequence. The procedure was completed successfully. Upon visual inspection of the returned complaint catheter on (B)(6) 2014, the bwi failure analysis lab noted that the electrode ring #1 was sharp on the proximal side and electrode ring #20 was sharp on the distal side with the white material underneath it. The event was originally considered non reportable. However, the returned catheter condition noted on (B)(6) 2014 has been assessed as reportable. The awareness date was updated for this record from (B)(6) 2014 as when the issue was found from the bwi failure analysis lab.